Manufacturer narrative:
Evaluation of returned device found the fracture appears to have been the result from rotational bending fatigue. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent knee arthroplasty utilizing milling reamers on (B)(6) 2011. During the procedure, the tip of the reamer fractured and had to be retrieved from the patient. There were other reamers available for use and the procedure was completed without injury to the patient or significant delay. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).